Manufacturer narrative:
Inspected 1 opened/used sensor and performed continuity resistance test and sensor passed per specifications. Performed the sensor initialization test using a new lab transmitter with insulin pump, connected the sensor to the transmitter, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. Sensor passed per specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level and sensor issues. Blood glucose level at the time of the incident was 400 mg/dl which was treated with insulin pump. Blood glucose was 77 mg/dl at the time of the call. Customer also reported that they were getting change sensor alert. Customer completed troubleshooting for sensor issues. Customer was advised the proper calibration and insertion techniques. Customer declined troubleshooting for high blood glucose. The sensor will be returned for analysis.